Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fiber-optic sensor and fiber-optic module interface board were cleaned, and all functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) a fiber-optic sensor module failure alarm occurred. Although the fiber-optic sensor signal seemed to be communicated with the iabp, the alarm was emitting. The patient was in stable condition, this iabp unit was once turned off and on again. After re-booting of this iabp unit, the alarm stopped and the issue was resolved. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The repair of the iabp is ongoing. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) a fiber-optic sensor module failure alarm occurred. Although the fiber-optic sensor signal seemed to be communicated with the iabp, the alarm was emitting. The patient was in stable condition, this iabp unit was once turned off and on again. After re-booting of this iabp unit, the alarm stopped and the issue was resolved. There was no harm or injury to patient and no adverse event was reported.